Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-11-29 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and two photos. Visual observation of the photos and unit revealed that there was a v-shaped cut at the catheter tip. This type of damage is indicative of a spear through. Additionally, a single drop of media was found outside of the catheter tubing near the spear through; however, the amount and location of media was not enough to determine if the unit was used. The reported defect was confirmed. This type of defect can occur during the manufacturing process, due to misalignment or bent tubing, or in the clinical setting due to improper tip adhesion break, during venipuncture if the needle is advanced at a wrong angle, or if the needle is moved up and down the catheter tubing. Since the unit was received out of its original packaging, bd could not determine a definite root cause. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "one device with catheter bent, presenting memory, making impossible to use it." " was incident noticed prior, during or after use? During use. Was there any impact to patient/health professional? No. Was medical intervention required? No. Was there exposure to blood or chemotherapy medications? No." Via bd investigation: "visual observation of the photos and unit revealed that there was a v-shaped cut at the catheter tip. This type of damage is indicative of a spear through."